Event description:
The recipient reportedly experienced a head trauma incident resulting in a flap hematoma and open circuits. The hematoma was resolved without medical intervention, however the open circuits persisted. The recipient's device was reportedly explanted due to open circuits. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. . In addition, a dent was observed on the top cover. The photographic imaging inspection revealed several broken electrode wires under the top cover. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. Photographic imaging inspection revealed broken electrode wires under the top cover. It is believe that these breaks caused the open impedances measured at the clinic, induced by the trauma reported. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.